Manufacturer narrative:
(B)(4). Additional information requested and received: when it was impossible to staple, did the device cut? No. What type of procedure was the device used in? Resection of nodule on the right inferior pulmonary lobe. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Don¿t know, he said the one supplied with the clamp. On which firing did this event occur (1st, 2nd, 12th, etc.)? 1st. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No, use of another clamp.

Manufacturer narrative:
(B)(4). Additional information: batch # l54x5a. The analysis found that one pce60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When it was impossible to staple, did the device cut? What type of procedure was the device used in? What was the product code of the cartridge (gst60t, ecr60d, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, at the time of using the device it was impossible to staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.